Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that patient received the following results on the aviva expert system compared to a professional meter within 1 minute: 5.4 mmol/l (aviva expert) and 2.6 mmol/l (professional meter). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.